Manufacturer narrative:
As the lot number for the device was provided, a lot history review was performed. The sample was returned to the manufacturer for inspection/evaluation. Circumferential rupture and frayed fibers were identified on the returned device. Based on the available information, the definitive root cause for this event is unknown. The device is labeled for single use.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model cqf7578 pta diliatation catheter allegedly experienced material rupture and frayed material. This information was received from one source. The one reported malfunction involved one patient with no consequences. The age and weight of the female patient was not provided.